Event description:
The user facility reported experiencing decreased gas exchange during a pediatric lung replacement procedure. The initial unit was changed out for a second oxygenator. The case was successfully completed with the second oxygenator and the pt is reported to be fine. The blood loss due to the change out of the oxygenator is estimated to be 1 unit.

Manufacturer narrative:
The involved device was returned for evaluation contaminated with excess clotted blood and debris. The unit was decontaminated and extensive oxygenator performance testing was conducted under various conditions. The oxygenator was confirmed to function properly and no abnormalities were noted during any of the testing. A review of the complaint files confirmed that this lot number has not been reported previously. A review of the device history records confirmed gas transfer testing during production of the involved unit met proper performance specifications and there were no indications of any production related problems. There are many complex clinical variables, such as patient condition, that may have affected the observed change in blood oxygen-saturation level during the procedure. Based upon the available info, the cause for the reported observation cannot be definitively determined. Gas transfer performance under standardized conditions is addressed in the device labeling. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.